Event description:
Additional information indicates that this patient has experienced syncopal episodes. There were no related stored device episodes however, the system continues to exhibit high out of range impedances. The patient was to be evaluated in the near future in the clinic.

Event description:
Additional information indicates that this patient underwent non-invasive programmed stimulation (nips) and a 31 joule shock successfully converted the patient with normal shock impedance measurement of 55 ohms. The syncope is believed to be orthostatic. The patient will continue to be monitored at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances, measuring greater than 125 ohms. The patient was brought into the clinic for evaluation and the shock impedances were approximately 70 ohms with any without isometrics. The patient was sent home and additional remote monitoring alerts were triggered due to high shock impedances. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Additional information suggests that the impedances have been stable and the physician plans to perform non-invasive programmed stimulation (nips) testing in the future. This product remains in-service.